Manufacturer narrative:
Calibration was las performed on (B)(6) 2023. The field service engineer (fse) adjusted the wash probe pressure, confirmed regulation of the gear pump head, replaced the sample probe, and performed mechanical adjustments. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable alb2 albumin gen.2 results for 3 patient samples on a cobas 6000 c501 module. For sample 1, the initial result was 312 mg/dl. The repeat result was 20 mg/l. For sample 2, the initial result was 61 mg/dl. The repeat result was 277 mg/l. For sample 3, the initial result was 277 mg/dl. The repeat result was 39 mg/l. No questionable results were reported outside of the laboratory.